Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s spouse, on approximately (B)(6) 2025, he found the patient ¿almost unconscious and unresponsive¿ in the bathroom. Her cgm was reading 116 mg/dl, and the bg meter was reading 35 mg/dl. The patient¿s husband gave the patient baqsimi (nasal glucagon) and called 911. Once ems arrived, they administered IV glucose to the patient. About 5 minutes later, the patient recovered and ¿was fine¿. Ems was with the patient for approximately 15 minutes and offered to bring the patient to the ER, but the patient declined since she had already recovered. The patient¿s bg meter reading was 120 mg/dl before ems left. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4591 - decreased level of consciousness.